Event description:
A malfunction alarm was reported, identified by a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use a backup insulin pump and was sent a replacement pump with updated software.